Manufacturer narrative:
Testing and investigation found the device touchscreen intermittently did not respond or had a delayed response. This was found to be due to corrosion on the device touchscreen. This was due to contamination on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported prior to pt use, the device touchscreen was "completely dead. Won't do anything." It was reported the device will turn on but the device touchscreen does not respond. There were no reported adverse events or delay in critical therapy while in clinical use. No add'l info provided.